Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after two dental implants were installed in intraoral regions #20 and #29, it was verified their non-osseointegration. The patient presented bone type I and immediate load was not performed.